Event description:
It was reported that the customer had an issue with the pump not delivering insulin. Customer's blood glucose was 20 or 21 mmol/l. Customer confirmed that he can see a break in the tubing were it connects to the reservoir. Customer is disconnected. Customer confirmed there were no cracks and the drive support cap is fine. Customer is normally at 0.3 and changed the setting to 0.5. Customer confirmed that no insulin was exiting and the pump has not alarmed. Customer was advised to get a new set. Customer reattached the plunger and pushed a small amount of insulin out. Customer confirmed that the insulin is exiting after performing a 5 unit fixed prime. Customer changed the setting back to 0.3 and stated that the bolus wizard was correct. Customer does not use sensors. Customer had a low reservoir alert, low battery alert, and a no delivery alarm in the alarm history. Insulin pump passed the self test. Customer was advised that the issue was more than likely due to the set break.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.